Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose ranged from 120-121 mg/dl. Reportedly, customer performed a reset on the pump and continued to use the pump for insulin therapy. In addition, it was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level ranged from 140-141 mg/dl. Reportedly, the pump and transmitter regained connection.